Event description:
Patient transferred to unit; pca pump continued to state infusion complete when actually the syringe was not completed. Changed out the pump multiple times. Upon arrival in unit, pca was assessed and settings were as ordered, patient bolus of 2 mg, bolus interval 8 mins, and max of 6 per hour. Cleared sub total and took pictures of current settings, syringe level, and serial number/pump info. Patient has a pca syringe concentration of 0.2mg/ml. Per the programmed bolus, patient should be getting 10ml per bolus, but was only actually getting 0.6mg/3ml per bolus. Picture was taken post patient bolus. Out of the two bolus that patient used (1 hour apart), patient only received 0.6mg/3ml on both occasions with a bolus.